Manufacturer narrative:
Additional information: d4, g3, h2, h6, h10 correction: b5 an event of migration, paravalvular leak, and aortic insufficiency was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 3007113487-2021-00133. It was reported that on (B)(6) 2021, a 27mm portico valve and a flexnav delivery system (ds) lg were selected for implant. There was sufficient calcium to allow anchoring of the device. There was no tension in the delivery system at the time of final deployment. The patient did not have an acute aortic angle. The valve was deployed high in the patient's annulus. After full release the valve popped up from its position above the annulus and inside the sinus of valsalva (sov) without blocking the left main coronary artery (lm). It was noted that the migration was due to the nose cone of the ds pulling up on the valve. Valve was in sov (-2mm) in non-cusp. The user did not attempt to snare and reposition the valve. There was no hypertensive spike or pulmonary hypertensive episode at the time of migration. The patient was stable with moderate aortic insufficiency. There was high paravalvular leak and the doctor decided to put in a 2nd portico valve. A 2nd 27mm portico valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. Imaging requested but was unable to be obtained. No additional information was provided.

Manufacturer narrative:
Further information was requested but not received. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that on (B)(6) 2021, a 27mm portico valve was selected for implant. There was sufficient calcium to allow anchoring of the device. There was no tension in the delivery system at the time of final deployment. The patient did not have an acute aortic angle. The valve was deployed high in the patient's annulus. After full release the valve popped up from its position above the annulus and inside the sinus of valsalva (sov) without blocking the left main coronary artery (lm). It was noted that the migration was due to the nose cone pulling up process. Valve was in sov (-2mm) in non-cusp. The user did not attempt to snare and reposition the valve. There was no hypertensive spike or pulmonary hypertensive episode at the time of migration. The patient was stable with moderate aortic insufficiency. There was high paravalvular leak and the doctor decided to put in a 2nd portico valve. A 2nd 27mm portico valve was implanted successfully. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. Imaging requested but was unable to be obtained. No additional information was provided.